Event description:
A 42-year-old male with a history of klippel-trenaunay syndrome with right leg hemihypesthesia who was admitted for acute decompensated systolic heart failure with cardiogenic shock with findings of non-ischemic cardiomyopathy and requiring hm-iii lvad (left ventricular assist device) + temp rvad (right ventricular assist device) on (B)(6) 2022. Post operative course complicated by or takeback with re-exploration for bleeding (chest wall vessel). Rvad removed (B)(6) 2022. Head CT (B)(6) 2022 also showed evidence of small strokes with early right sided weakness, completely resolved prior to d/c on (B)(6) 2022. CT morphology with outflow graft assessment performed today. Concerning for increase in outflow graft stenosis, both within bend relief and after bend relief. Unclear if outside of graft or within. External outflow graft obstruction release was successfully completed on "(B)(6) 2025" by dr. (B)(6). Subcostal approach, bend relief opened nearly to the end with significant amount of biodebris removed. He tolerated the procedure well and has been discharged home.